Event description:
The patient had severe coronary artery disease and decreased left ventricular function. The right coronary artery was totally occluded with collateral flow from the left anterior descending artery. The proximal left anterior descending artery was the target lesion for stent placement. The lesion was predilated with a percutaneous transluminal coronary artery balloon, which resulted in a complex dissection that extended from the left anterior descending artery and into the diagonal branch. The 3.0mm diameter ave micro post-dialated to 3.7mm diameter with a 3.5mm diameter percutaneous transluminal coronary angioplasty balloon. After post dilatation, there appeared to be an "articulation defect." Another manufacturer's stent was placed through the ave stent segments to treat the dissected diagonal and was deployed successfully. The left anterior descending and diagonal arteries were then patent with a "tmi" flow of 3. Six to eight hours post procedure, the patient complained of chest pain. There were no significant changes in the electrocardiogram, but the patient went into ventricular fibrillation and expired. The doctor states that "the cause of death is unknown." No further information is available from the doctor of the user facility.